Manufacturer narrative:
H3: device evaluation: functional inspections found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.00/+1.0/149 (sphere/cylinder/axis), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to patient complained that vision was not good. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: the patient experienced a refractive surprise and significant blurring of va. Post-op, the bcva was much improved. The cause of the event was the device and the device did fail to perform as intended. H3: device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found a haptic torn. Dimensional verification was performed and the lens was found to be in specification. Corrected data: b3: date of event: (B)(6) 2023. Claim # (B)(4).